Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-00687 and 2134265-2016-00786. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was deep seated in the laa. A 24mm watchman laa closure device and delivery system (wds) was inserted; however the device was unable to advance through the was and was therefore removed. A 30 mm watchman laa closure device and delivery system was advanced and deployed. A recapture was performed; but the closure device was able to be implanted successfully. The patient developed a small pericardial effusion which may have occurred after device recapture, but the exact timing of the effusion could not be determined. The patient was hemodynamically stable and therefore was monitored with no additional intervention performed. The patient was doing well post procedure.